Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash underneath the from therapy electrode. The patient's physician advised that "she can remove the device if she wants." During a follow-up, it was reported that the patient's irritation improved.